Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-feb-16 reporting that the consumer believes the unites were too old which caused the ins not working anymore. It was confirmed that the devices were removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that when the patient had an unrelated operation on their entire lumbar region (s1 and 2) they removed their ins at the same time because it was not working for them anymore and it was not doing anything for them. They stated the leads were not going to do any good anyways. It was reported that their device was removed on (B)(6) 2017. It was asked but was unknown when the event began. No further complications were reported/anticipated.